Event description:
It was reported that after a lead was implanted. Device interrogation revealed noise on the atrial (ra) lead. The physician elected to explant and replace the ra lead. There were no patient consequences.